Event description:
The hcp reported that during a transurethral needle ablation of the prostate the needles on the prostiva handpiece failed to retract. The device was removed from the pt with the needles still deployed. The pt experienced significant bleeding from his urethra and a catheter was inserted to allow the urethra to heal. No further complications were reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp.